Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing, the ventricular oversensing causing atrial inhibition. The rv leads remain in use. No patient complications have been reported as a result of this event.